Event description:
Reference number (B)(4). Event occurred in the germany it was reported by the patient's infusion set fell off after two days of use. The patient replaced the infusion set and insulin was resumed successfully. No further information available.